Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date a year ago, the patient experienced a hyperglycemic event while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was over 250 mg/dl but below 500 mg/dl and was diagnosed with diabetic ketoacidosis. The patient allegedly discontinued pump therapy per health care provider¿s instruction. No additional information was available. The reported issue remained unresolved. Customer support is in the process of following-up with the reporter on the matter. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged pump malfunction of unknown causes.